Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console generated a single alarm tone, although the unit was operating as expected. Approximately 5 minutes later, another alarm tone was heard, and no error messages were observed. The heart lung console continued to function as intended. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.